Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). The screws on n2o proportioning ring and on the each flow valve stop were tightened to resolve the issue.

Event description:
The hospital reported a malfunction that could present a hypoxic mixture in the patient circuit. There was no report of patient involvement.